Event description:
It was reported that the implantable neurostimulator (ins) had trouble recharging in (B)(6) 2014 and was replaced on (B)(6) 2015. The cause of the event was not determined and it was unknown if it was device related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).